Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system was admitted to the emergency room with pus coming from the device pocket. The system was explanted due to the infection, and the patient was hospitalized for 15 days in the intensive care unit while receiving antibiotic treatment. An external pacing system was used for provide bradycardia support. At a later date, a new system was successfully implanted. No additional adverse patient effects were reported.